Event description:
Patient admitted for cardiac cath for ablation of supraventricular tachycardia. The patient had a 6, 8 and 10 french sheaths passed through the femoral vein. Through the 10 french sheath, the cardiac mapping catheter system was passed, and through the 8 french sheath an sr0 long sheath was passed for the positioning of the ablation catheter. A 5mm tip radiofrequency ablation catheter was positioned to the left of the right atrium. Mapping was performed of the tachycardia at baseline, and mapping showed that the earliest point of activation was located anterolaterally and superiorly in the level of the right atrium just next to the level of the right atrial appendage and close to the crista terminalis. Ablation was then performed. The power was set at 50 watts to 60 degrees, 120 seconds,and ablation was performed at the site of the earliest activation. There was a "popping noise" noted. Within 30 seconds there was a run of accelerated tachycardia from this site with subsequently slowing of the heart rate down to 80 per minute. The patient suddenly became acutely hypotensive, had chest discomfort, though the patient had a heart rate of 90, subsequesntly had bradycardia in a paced rhythm. There was no pulse or blood pressure. When the ablation was stopped the impedance was 93. Patient went into cariac arrest and experienced pericardial tamponade requiring emergent pericarial window surgery.